Event description:
.

Manufacturer narrative:
Added concomitant device information (was also stated in original uf report comments). Reserve lots are available for testing, subject lot number unk, device not available. No eval performed on the subject device, device was not retained.